Manufacturer narrative:
One ep® healing abutment was returned for inspection. Visual inspection revealed moderate wear about the surface and threaded feature of the abutment. Returned device was examined visually by the naked eye and through magnification. Part was functionally tested. The abutment would not fully engage a mating implant. Complaint is therefore confirmed. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined.

Event description:
It was reported that the healing abutment did not engage. The procedure was completed with another healing abutment.